Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an onsite evaluation, an olympus field service engineer (fse) found that the tip of the lens of the rigid arthroscope was damaged and cracked. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the detected errors indicate for the cause to be excessive force being applied to the distal end of the lens as a result of an impact or a fall. Olympus will continue to monitor field performance for this device.